Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual was returned for evaluation. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to corrosion. Investigation is based on the assessment performed by the complaint technical investigator. The device failed the following inspection criteria¿s during the functional assessment: 2.4.1 visual assessment: fail 2.5.2 cloverleaf fitting assessment: fail 2.5.3 cloverleaf fitting assessment: fail 2.6.1 adaptor removal assessment: fail the kincise cup-adapter was visually and functionally assessed and determined to fail the cloverleaf fitting assessment because it is stuck to the kincise impactor. The adapter was forcibly removed, and the cloverleaf end was noticeably damaged. Also, the impactor locking collar is damaged due to the stuck adapter not properly secured ¿ user error (reference pc-(B)(4) for the impactor investigation information). No further action is required at this time since the issues are consistent with user error. Root cause comments: the most relevant root cause is linked to improper handling - user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the t-handle cup impactor is stripped into and locked into the impactor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.